Manufacturer narrative:
Continuation of concomitant products: 4086 lead, implanted (B)(6) 2002; 4087 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.